Manufacturer narrative:
Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill notification after filling the cartridge with 300 units of insulin. Reportedly, the customer reloaded the cartridge successfully. Additionally, it was reported that the insulin gauge fill estimate was inaccurate and the cartridge was leaking. Blood glucose was 345 mg/dl. Reportedly, the customer acknowledged overfilling the cartridge. The customer loaded a new cartridge and successfully resumed insulin delivery.